Manufacturer narrative:
The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 2/16/2023, it was reported by a distributor via sems that an ar-3638 knotless fibertak shuttle suture had a thickening at the base of the loop, preventing the passage of the repair suture through the knotless mechanism. The shuttle suture broke trying to pass through. Another anchor was used to complete the case. This was discovered during a bicep tenodesis procedure on (B)(6) 2023.